Event description:
Patient with ruptured right pcom aneurysm coiled and went uneventfully. Three coils used with 1 target and 2 barricade. Small residual aneurysm left after coiling. Follow up mra about 1 week later came back with report that aneurysm was completely occluded. Mra was reviewed which demonstrated large artifact obscuring area leading radiologists to falsely state aneurysm occluded when in fact residual aneurysm present. Mra 3 months later again demonstrates artifact obscuring residual aneurysm. Past cases were reviewed and found correlation between large artifact when more barricade coils used. Contacted manufacturer who indicated this problem with barricade coil is known in the company and has been researched and caused by stainless steel piece left after coil detachment. Unfortunately, this has not been disclosed to physicians who falsely believe that mra can be used to evaluate for aneurysm residual and recurrence. Frequency: inserted once. Route: intra-arterial. Is the product compounded: no. Is the product over the counter: no.